Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) -the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were power on reset parameters. The device experienced a critical random access memory parity error power on reset on (B)(6) 2012, in location "(B)(4)". Device should be able to recover from the event and continue normal function.

Event description:
It was reported that the device had a power on reset. The reset was cleared and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.